Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included back pain, breast cancer, skin tag removal, thoracic pain, breast cancer, abdominal pain, iron deficiency, mesenteric edema, fibroids, right upper quadrant pain, vaginal discharge, menorrhagia and uterine enlargement. Concomitant products included diazepam from (B)(6) 2015 to (B)(6) 2015, ethinylestradiol; norethisterone (ortho 777) (B)(6) 2008 to (B)(6) 2009, ferrous sulfate from (B)(6) 2015 to (B)(6) 2015, hydrocodone bitartrate; paracetamol (hydrocodone/acetaminophen) from (B)(6) 2015 to (B)(6) 2015, montelukast from (B)(6) 2015 to (B)(6) 2015 and tamoxifen from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and anaemia ("blood or heart disorder/condition type: anemia"). The patient was treated with surgery (hysterectomy (full), with bilateral salpingo-oophorectomy). Essure was removed on 3(B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety and anaemia outcome was unknown. The reporter considered anaemia, anxiety, depression, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight (B)(6). We then find the device and retracted the device and noted approximately two coils sticking out into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram on an unknown date: confirmed that the essure device was successfully occluded.; on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: anemia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2019: plaintiff fact sheet and medical records received. Event pelvic pain make incident. Device category changed from device other event to incident. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: depression and mental anguish, blood or heart disorder/condition type: anemia. Outcome of event pelvic pain were updated. Reporter information,~aka name, concomitant drug, medical history, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included back pain, breast cancer, skin tag removal, thoracic pain, breast cancer, abdominal pain, iron deficiency, mesenteric edema, fibroids, right upper quadrant pain, vaginal discharge, menorrhagia and uterine enlargement. Concomitant products included diazepam from (B)(6) 2015 to (B)(6) 2015, ethinylestradiol;norethisterone (ortho 777) (B)(6) 2008 to (B)(6) 2009, ferrous sulfate from (B)(6) 2015 to (B)(6) 2015, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2015 to (B)(6) 2015, montelukast from (B)(6) 2015 to (B)(6) 2015 and tamoxifen from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/bleeding: menorrhagia (heavy menstrual bleeding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and vaginal discharge ("bladder/urinary problems: vaginal discharge"). The patient was treated with surgery (hysterectomy (full), with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and vaginal discharge had resolved and the vaginal haemorrhage, vaginal infection, depression, anxiety and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight 170 lbs. We then find the device and retracted the device and noted approximately two coils sticking out into the endometrial cavity. Discrepancy noted in current fu: (B)(6) 2016 (removal date). Plaintiff received treatment for pelvic pain, abdominal pain, bleeding: menorrhagia (heavy menstrual bleeding), vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.; on (B)(6) 2008: total bilatral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: anemia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Events per pfs: abdominal pain, bladder/urinary problems: vaginal discharge were added. Outcome of pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), bladder/urinary problems: vaginal discharge were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, dvt, radiation therapy and mastectomy. Previously administered products included for an unreported indication: tamoxifen. Concurrent conditions included back pain, invasive ductal breast carcinoma, skin tag removal, thoracic pain, abdominal pain, iron deficiency, mesenteric edema, fibroids, right upper quadrant pain, vaginal discharge, menorrhagia and uterine enlargement. Concomitant products included diazepam from 21-jul-2015 to 11-aug-2015, ethinylestradiol;norethisterone (ortho 777)8-apr-2008 to april 2009, ferrous sulfate from 21-jul-2015 to 23-dec-2015, hydrocodone bitartrate;paracetamol (norco) from 21-jul-2015 to 26-dec-2015, montelukast from 1-jun-2015 to 21-jul-2015 and tamoxifen from 21-jul-2015 to 26-dec-2015. On (B)(6) 2008, the patient had essure inserted. In may 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/bleeding: menorrhagia (heavy menstrual bleeding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), anaemia ("blood or heart disorder/condition type: anemia"), fatigue ("fatigue,") and migraine ("migraines / headaches"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and vaginal discharge ("bladder/urinary problems: vaginal discharge"). The patient was treated with surgery (hysterectomy (full), with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and vaginal discharge had resolved and the vaginal haemorrhage, vaginal infection, depression, anxiety, anaemia, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight 170 lbs. We then find the device and retracted the device and noted approximately two coils sticking out into the endometrial cavity. Discrepancy noted in current fu: (B)(6) 2016 (removal date) plaintiff received treatment for pelvic pain, abdominal pain, bleeding: menorrhagia (heavy menstrual bleeding), vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.; on (B)(6) 2008: total bilatral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: anemia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received: events migraines / headaches, fatigue were added. Medical history, historical drug , patient aka names added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.